Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while at work, the patient experienced sudden onset of diaphoresis and reported feeling extremely sweaty with legs ¿like jelly.¿ she laid down and lost consciousness. At the time of the event, the patient was unable to confirm the accuracy of her continuous glucose monitor (cgm) readings, which indicated a low glucose level of approximately 60 mg/dl. No blood glucose (bg) test was performed to validate the cgm reading. The duration of unconsciousness is unknown; however, the patient¿s coworker and spouse were able to wake her immediately. Upon regaining consciousness, the patient remained diaphoretic and continued sweating profusely. She was not transported to a healthcare facility. Treatment was administered at home by her spouse, consisting of jelly, orange juice, milk, and protein. No injuries were sustained during the episode. The patient reported feeling fine after treatment. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.